Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a temporal relationship exists between the patient¿s fluid volume overload and resulting diagnosis of pleural effusion and the liberty cycler. The causal event of the fluid volume overload and subsequent pleural effusion cannot be determined based on the available information. There is no documented malfunction against the liberty cycler or allegation of a deficiency related to this event. The patient has pre-existing comorbidities that could have contributed to the fluid volume overload and subsequent pleural effusion.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the patient was hospitalized for fluid overload and fluid in their lungs. Upon follow up the peritoneal dialysis registered nurse stated the patient was admitted to the hospital on (B)(6) 2017 for fluid volume overload and pleural effusion (signs and symptoms were unknown). On unknown date the patient underwent thoracentesis of both lungs. The patient was also treated by using 4.25% delflex to remove excess fluid and had added additional manual exchange during the day to their pd regimen. The patient was not compliant with the manual exchanges. The patient was discharged on (B)(6) 2017 and continued pd therapy on the liberty cycler. The patient has continued pd treatment throughout the hospital stay, however it is unknown if fresenius products were used or not. The patient has recovered and continuing pd treatment.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.